Event description:
It was reported by patient¿s father that the patient experienced increased seizures and change in seizure pattern. He reports that seizure total has risen to above pre vns totals and seizure types and time of day occurrence has changed since vns was implanted. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B2. Outcomes attributed to adverse event, b5. Describe event, b6. Relevant tests/laboratory data, f10, adverse event problem ¿ health effect impact code, h1; corrected information; initial MDR inadvertently omitting information known prior to submission of MDR.

Event description:
Per incoming communication from the patient's father, the managing physician increased medication and increased vns settings as a measure of intervention for the previously reported increased seizures. It was also reported that the managing physician has assessed the events to be caused by stress. No other relevant information has been received to date.

Event description:
The patient had a follow up appointment and the physician maintains that the events are not related to vns but due to a product of the unknown, stress, wedding, etc. It was reported that patient did not complain of any vns issues and is tolerating therapy well. No other relevant information has been received to date.